Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Cause of occlusions were not known; however, one occlusion appeared to be within the cartridge. Blood glucose (bg) was elevated (value not provided) and the infusion set was changed to address bg. As the events occurred in the past, tandem technical support was unable to determine cause of the occlusions.